Event description:
Procedure type: bowel resection. According to the reporter: the gun didn't fire properly and damaged the bowel. Upon firing, the staple line was not deployed properly. A new device was opened and used. Tissue damage occurred. No patient injury was reported, the patient status is fine. No additional information available at this time.

Manufacturer narrative:
(B)(4).